Event description:
It was reported that an ilet pump displayed a black screen and would not power on despite being placed on a charging pad with the charger confirmed plugged in, and a replacement device was arranged. Symptoms included none reported. Outcomes included device replacement and interruption of intended therapy until the replacement could be used. Investigation included internal review of device performance history and assessment of potential power and charging function. Investigation of this case revealed a suspected device power failure consistent with battery depletion or charging malfunction, without associated alerts or alarms, and localized to the pump hardware. It was concluded, based on previously established findings for similar reports, that the cause was attributable to a device malfunction related to the power subsystem.